Event description:
A consumer reported that, as she was putting this product into her eye, a silver part of the plastic on top of the bottle scratched her eye. She reported her eyes are red. She visited a doctor who prescribed her an antibiotic drop and artificial tears. On (B)(6) 2011, the consumer reported a corneal abrasion that lasted for four days. She discontinued use of that particular bottle of the product and used a different bottle. She also discontinued use of contact lens from (B)(6) 2011 to (B)(6) 2011. She reported the event resolved on (B)(6) 2011.

Manufacturer narrative:
No add'l complaints have been received for this lot code. All testing results met specifications for this lot code at the time of release. The bottle was returned and upon inspection, no assignable cause could be determined. No root cause could be determined based on information provided. The returned sample was inspected and no defect was identified. (B)(4).